Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had low and high blood glucose. Customer's high blood glucose was between 300mg/dl-500mg/dl and low blood glucose was between 50mg/dl-60mg/dl. Customer declined to troubleshoot at this time.